Event description:
It was reported that during a sigmoidectomy procedure, that the clip did not feed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Dropping/ejected clips evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 10 clips conforming and 1 clip ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.